Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. *see 700594502 for report of therapy issues.* the reason for call was to report that patient hasn't used the therapy in many years. Caller said that they were never able to get the therapy adjusted to patient's satisfaction and then patient wasn't able to manage the therapy on their own. Caller also said that patient was hurting and wasn't feeling well. Caller was on the phone with manufacturer a few years ago and was able to adjust the stimulation to a point where patient could tolerate it however then patient said that it hurt them and patient stopped using the therapy. Caller said patient now uses a catheter. When asked, caller said that the implanting healthcare provider retired. Caller said that have asked a few different physicians however no one will remove the device. Documented reported event. No further action was taken by agent.